Manufacturer narrative:
The reported events of noise and insulation abrasion were confirmed. As received, a partial lead was returned for analysis in one segment. Final analysis found two external insulation abrasions at 7.0 ¿ 7.3 cm and at 7.5 ¿ 7.8 cm from the distal tip. The reported event of noise was due to the exposure of the ring electrode coil at the abrasion zone which is consistent with friction to the device can.

Event description:
New information received notes that on (B)(6) 2021 the physician elected to explant and replace the right ventricular lead. The patient condition was stable before, during, and afterwards.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed of noise oversensing on a right ventricular lead due to lead abrasions. No changes or intervention was performed. The patient condition was stable.